Event description:
It was reported that during an implant procedure, low, out of range impedance was observed. Lead repositioning was attempted, but the helix could not be retracted. The lead was replaced without complications. The patient did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.